Event description:
It was reported that, after a primary right uka surgery was performed on (B)(6) 2017, the patient experienced pain and stiffness. Due to this, the patient had a joint aspiration on (B)(6) 2017. The symptoms persisted and a revision surgery was performed on (B)(6) 2020. During the revision, the femoral component was noted to be on varus and the whole system was replaced with a competitor´s system. As reported, the patient´s knee´s tendons, ligaments, and spaces are not properly working, and she needs to use a cane to maintain stability and keep from failing.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the pre-revision complaints of pain and ambulation difficulties along with component mal-positioning/varus collapse noted on (B)(6) 2020 x-ray imaging prompted the revision/conversion to a competitor tka and intraoperative findings were congruent with the x-ray imaging resulting in a post-operative diagnosis ¿failed right unicompartmental arthroplasty, medial¿; however, per the revision note there was ¿no wear on the poly¿ and both the tibial and femoral components appeared to be well fixed¿, although ¿some soft bone¿ led to a stemmed tibial revision baseplate. Without post-implantation and interim imaging/documentation, changes in component positioning during the 3.5 years in-vivo cannot be confirmed. Although definitive contributing clinical factors cannot be concluded, the patient-reported fall down the stairs within the first 6 months post uni-knee implantation, the noted radiolucencies, and ¿well-fixed¿ component mal-positioning cannot be ruled out in regard to the patient¿s pre-revision symptoms. The reported post-revision symptoms of instability with tendon/ligament and spacing disfunction allegedly due to the uni-knee are not confirmed by the provided documentation. The patient impact included the pain, ambulation difficulties, local injection, as well as radiological and interoperative findings. Further patient impact could not be determined. No further medical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.